Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not deliver insulin. The infusion set was changed but the pison would not detect the reservoir; the reservoir emptied completely. The alarm history did not show any alarms. The insulin pump was not returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self -test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly or unexpected insulin flow blocked alarms noted. No cosmetic damage noted.